Event description:
Unomedical reference number (B)(4). Event occurred in egypt. On (B)(6) 2024 it was reported that the patient faced same issue with infusion set cannula bent for two day of use and despite of changed the site of insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available